Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged right atrial lead. The lead was found with intraoperative fluoroscopy to be dislodged due to the helix retracting. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.